Manufacturer narrative:
Concomitant products : 5076-58 lead implanted: (B)(6) 2010, 4068-52 lead implanted : (B)(6) 1997. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shocks due to an episode of ventricular fibrillation (vf). Review of the remote monitoring transmission indicated the ventricular sense response pacing may be pro-arrhythmic for the patient and causing non-sustained ventricular tachycardia (vt) and vf. Follow-up with the manufacturer's sales representative and the physician's office was attempted, but no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.